Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. A review of the customer's t:connect data showed the customer had also received two additional cartridge alarm 19s in the past; both occurred during the load process. In each instance, the customer loaded another cartridge successfully. The customer's blood glucose level was not impacted.